Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06817. It was reported the patient developed an infection at the lead site. As a result, the scs system was explanted and patient was placed on IV antibiotics to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was placed on IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead site(s). Based on the documents reviewed, the source of the infection remains unknown.